Manufacturer narrative:
It was unknown if the initial reporter sent a report to the FDA.

Event description:
Caller alleges the infusion set is leaking under the infusion set. Caller reported she saw and felt wetness on her shirt. No adverse event reported. Infusion set has been discarded; no product will be returned.